Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs.

Event description:
It was reported that the patient stated experiencing inadequate therapy and later on a loss of therapy from their deep brain stimulation (dbs) system for their parkinson's disease symptoms. The patient underwent an explant of the implantable pulse generator (ipg) due to an infection, cultures were taken but the results are unknown. We completed a good faith effort to obtain additional information, if additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs. With all the available information, boston scientific concludes that the cause of the patient experiencing an infection and undergoing a procedure in which the ipg was explanted was confirmed based on record review, the device was not returned as it was discarded by the facility. The device was discarded by the facility and not returned for analysis; therefore, a technical analysis could not be performed. A labeling review was performed on the device's instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm the root cause of the event. The device was not returned as such physical analysis was not conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint, and the conclusion is known inherent risk of device.

Event description:
It was reported that the patient experienced an infection at the implantable pulse generator (ipg) chest site, with symptoms of puss. The patient was prescribed antibiotics and underwent an explant of the ipg, cultures were taken, nothing showed up in the culture but looked abnormal according to physician. The patient underwent a procedure in which the ipg and lead extension were explanted, the area was washed out. It is unknown if the infection was device or procedure related, the patient was well postoperatively. The devices will not be returned as they were disposed of by the facility.